Event description:
It was reported that inspection during central processing identified damage on the monopolar cautery instrument tip. No patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not damaged during surgery. No injury to the patient was reported and no incident was reported during the surgery during intraoperative use of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) receive the monopolar cautery instrument for failure analysis. The instrument was analyzed and found to have a broken tube adapter. The broken tube adapter, measuring approximately 4.52mm x 2.74mm in size, was not returned with the instrument. Further investigation confirmed broken electrical contacts. Both long sides of the electrical contacts were broken and not returned with the instrument. The broken pieces measured approximately 4.518mm x 0.813mm in size.